Manufacturer narrative:
Date of report: 20aug2021.(B)(6).

Event description:
It was reported the ventilator showed error 110b meaning the proximal pressure is not measured and pressure-related alarms are compromised. Patient involvement information is unknown but has been requested. No patient or user harm was reported.

Manufacturer narrative:
The customer reported that the ventilator exhibited multiple symptoms: a 100b-watchdog failure, a machine/proximal pressure sensor failure, over voltage protection (ovp) failures. The nav-ring's accept button does not work, and a loose exhalation port. The fse reported that when attempting to switch on the device in ventilation mode, it shows error code error 1007- proximal/machine pressure sensor failure in white text over a black screen and buzzes the alarm in intervals. The device does not restart itself but has to be turned off to make the message go away. The device was evaluated by the customer and an international philips field service engineer (fse), who confirmed the reported issue. The loose exhalation port was adjusted. The customer rejected the quote for the service repair. No corrective actions have been undertaken so far. It is unknown if any parts or repairs have been conducted. Multiple attempts were made to obtain information regarding the device's context of use with no response from the reporter. The device malfunction was reported to have no user or patient impact. If additional information is later obtained, a supplemental report will be submitted.